Event description:
It was reported that during post implant follow-up of an asymptomatic patient, a rise in capture thresholds was observed on the atrial lead. The lead was successfully revised. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).